Manufacturer narrative:
(B)(4). D10: 42532007102, tibia cemented 5 degree stemmed right size e, 66718845. 42500606802, ps cemented femoral component, 66279749. G2: foreign - event occurred in australia. The complaint was confirmed. Visual examination of the provided pictures identified the articular surface has a condyle that is heavily worn. As the device was not returned, further evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with cemented components and dissociation of the tibial polyethylene insert. Tibial component undersizing is noted, including substantial undercoverage of the medial and posterior tibial plateau by the tibial component, which is positioned laterally and anteriorly in relation to the tibial anatomic axis. A definitive root cause cannot be determined.

Event description:
It was reported that the patient underwent an initial tka. Subsequently, a revision was performed approximately 14 months post-implantation due to component dissociation. Attempts have been made and no further information has been provided.